Event description:
It was reported that a patient with a vertebral compression fracture at t12 underwent an unknown balloon kyphoplasty procedure. During the procedure, "it was reported that the balloons were punctured and couldn't be inserted as it kept getting stuck in the osteointroducers. The balloon failed during the first insertion attempt into the vertebral body. It was also reported that one of the balloons kept getting stuck in the osteointroducer working cannulas even though vacuum was created using the locking syringe and rupture occurred during inflation."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that during visual analysis, the shape of the balloon appears to be strongly deformed probably due to a use of the balloon in surgery under high pressure for a quiet long time. During functional analysis, it was not more possible to inflate the balloon due to a rupture nearby the proximal bonding of the balloon. Based on the information provided, visual and functional analysis the most probable root cause of the rupture of the balloon at the proximal bonding is probably due to the strong deformation of the balloon caused by the inflation under high pressure during a long time. For this reason, the proximal bonding was probably stuck in the cannula and the edge of the tip of the cannula causes this rupture.